Event description:
The device was used during a procedure on the heart. Reportedly, the clips scissorred and there was tissue trauma. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.